Manufacturer narrative:
The reported pump error was verified during service. Service technician found that the setting value did not become 0 when the knob was turned. Additional inspection found that the rpm setting knob and the rpm pot had slipped and the zero adjustment was out of alignment. The issue was resolved by readjusting the rpm setting knob. The seal nut was replaced as a precautionary measure. Functional testing was performed per specifications. Trends for issues with this product are monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product has not been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that at the end of the case using this bio-console instrument, immediately before taking the patient off of the pump, the level sensor of the reservoir alarmed, and the pump stopped (this was a normal operation). The alarm was cleared and in an attempt to override the alarm to allow the pump to rotate, the user turned the rpm knob. The bio-console screen displayed "biopump stopped turn knob to 0 to restart". The knob was turned back to "0" and it was turned again, but the display did not disappear and the pump became unable to rotate. The rpm knob was let to sit for at least one second as part of troubleshooting the issue. Multiple attempts was made for a while, however, the issue persisted. Although the power was turned off and the instrument was restarted again, the pump became unable to rotate with same display. As it was already the timing of the pump off, the procedure was completed without any actions. There was no impact to the patient. Additional information was received that it was decided to give up sending by pump, and the blood accumulated in the reservoir was attempted to be sent by handcrank. The amount of the blood accumulated in the reservoir was unknown.